Event description:
Boston scientific received information that during the implant procedure, the lead could not be inserted into the device. As a result, the device was not successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The setscrew was stuck in the down position. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. Additionally, the setscrew hex slot was cored out; showing evidence that a torque wrench was not fully inserted into the slot and was turned repeatedly. The pacing and sensing functions of the device were verified per automated testing.